Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system printed circuit assembly (pca) board, the internal battery, and detachable battery pca were replaced to address the issue. Additional findings not related to the malfunction/issue was a test step failing and damage to the internal battery door. The blower assembly, flow sensor, active exhalation control module, and three-way solenoid valve were replaced to address the failed test step issue. The internal battery door was replaced to the damage internal battery door issue. Further evaluation found the inline proximal filter and in-line filter clogged with dust. The filters were replaced on the device. After the parts have been replaced on the device, the software was upgraded on the device, and the final test was performed. The device passed the test.